Event description:
On (B)(6) 2023 fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse [(pd)rn] revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg (single dose) and ip ceftazidime 2000 mg daily. However, on (B)(6) 2023 the patient contacted the on-call pdrn with complaints of continued abdominal pain, and the nephrologist arranged for the patient to be hospitalized later the same day. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) due to ongoing epigastric pain, while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result returned positive for klebsiella pnemoniae on (B)(6) 2023 and the patient¿s antibiotic regimen was changed (specifics not provided) to accommodate the results. The patient began hd therapy on (B)(6) 2023 while hospitalized and tolerated the transition well. The patient was discharged on (B)(6) 2023 in stable condition (cell count wbc = <10) and began incenter hd on (B)(6) 2023. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient is recovering from the events and will not be returning to pd therapy.